Event description:
Arm and lead shield came off on the mount which suspends from the ceiling. Pt was out of the room, but it just missed hitting an associate who was moving the lead shield out of the way. The arm and shield weigh approx 150 lbs.